Event description:
It is reported that the pt was revised due to the femoral stem subsiding. It was reported that during the implant surgery there was a small calcar crack. It was reported that the pt's bone quality was not the best and the crack was cerclage wired.

Manufacturer narrative:
Evaluation summary: primary operative notes are provided which noted that the pt's bone quality was poor and that a small calcar crack was observed so a cerclage wire was placed underneath the lesser trochanter. Revision notes are provided which note that the pt did not have a traumatic event and that the stem and femoral head were removed easily. X-rays were not returned to assess the degree of subsidence. Cause cannot be definitively determined. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.